Event description:
During a thoracoscopic resection of the right upper lobe the stapler was used to seal the lung and the staple line failed causing the patient to desaturate. The stapler was removed and the staple line re-sealed and patient did not sustain harm.======================manufacturer response for justright stapler, justright (per site reporter).======================manufacturer would like to analyze stapler.